Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The reported device of (B)(4) (emdr 3001845648-2020-00523) was supposed to be used forbiliary stent placement via duodenal papilla. After the placement of a wire guide (visiglide 0.025/olympus) at the common bile duct, the physician attempted to make the reported device follow the wire guide. However, the pig-tail part of the stent got kinked, and the wire guide could not pass through the stent ( (B)(4) - 3001845648-2020-00523). Therefore, another zebd-7-7 was used instead with a 0.025inch wire guide (visiglide 0.025/olympus). ( (B)(4) - current report).

Manufacturer narrative:
Annex g: g07001 - part/component/sub-assembly term not applicable. 1 x zebd-7-7 of lot number unknown involved in this complaint was unavailable for return to cirl for evaluation. With the information provided, a document based investigation was conducted. This is file is linked to (B)(4) for user error for device zebd-7-7 of lot number c1726701 that was used prior to this device in the case. Documents review including IFU review: as the lot number of the complaint stent is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zebd-7-7 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. The japanese packaging insert (c-eso202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user.¿ it is to be noted that this device was used successfully but the wire guide size detailed on the label of the device is 0.035¿. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per additional information received a 0.025" wire guide was used. Summary: complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This is a completed report. The investigation was completed on 13-apr-21 and the results and conclusions are outlined in section h of this report.